Event description:
In the first incident the distal end of the scope burned a scrub tech during surgery and the second incident burned a patient's thigh. The second incident happened while the pa took the scope out of the cannula and set it down on the patient's thigh to change her hand grip (maybe 5 seconds) and put it back in the cannula. The patient had a perfect round blistered burn on her thigh.